Event description:
The pt fell unconscious whie dancing. Upon arrival of the emergency team, the pt was found to be asystolic. Cardiopulmonary resuscitation (CPR) was initiated. The pt was intubated,, intervenous (IV) access was established, adrenaline 10 mg, atropine 3 mg, and bicarbonate were administered. The pt was still asystolic. CPR was continued, and the pt was transferred to the hosp. The pt expired shortly after arrival to the hosp. Total CPR time was reported to be approximately 30 minutes. The official cause of death was reported to be asystole. No autopsy was performed. No further info is available.